Manufacturer narrative:
Section h10: UDI reference number: (B)(4).

Manufacturer narrative:
Section b7 and h10: additional information provided by the hospital medical records indicated that during the tavr procedure, no ew device malfunctions, nor procedural complications were noted. The valve had been successfully placed with no pvl, trace ai and a mean aortic gradient of 6mmhg. During the one-year echo, a bioprosthetic valve was observed to be present in the aortic position with normal leaflet motion, a mean gradient of 18mmhg and mild/moderate pvl. A tte performed four months later showed moderate anterior paravalvular aortic regurgitation and a mean gradient of 19mmhg. Within a month the patient was brought back for a tee which showed a 23mm sapien valve with moderate anterior paravalvular regurgitation and a mean gradient of 22mmhg. The anterior portion of the valve was seated slightly ventricular, suggestive of, "possible moderate patient prosthetic mismatch" vs. Possible decrease in stent size. The leaflets appeared to open and close normally. Within a month the patient underwent a valve in valve procedure (26mm sapien 3 within a 23mm sapien 3) in the aortic position via transfemoral approach. Prior to valve deployment a bav was performed with a 24mm non-edwards balloon x 2. The patient developed wide open ai and emergently the 26mm sapien was placed successfully. There were no ew device malfunctions noted during bav nor valve deployment. Immediately following valve deployment, the patient developed a pericardial effusion and over 15 minutes the patient developed significant cardiac tamponade. A pericardial window was performed with immediate improvement in hemodynamics. The valve was successfully placed with trivial ai and trivial pvl between the two valves posteriorly. The tamponade was stated to be most likely due to an ooze at the apex of the heart secondary to wire perforation. The patient was stabilized and transferred for closer monitoring. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Per the information provided, the cause of the worsening pvl can be attributed to the anterior portion of the valve that appeared to be seated slightly ventricular and the patient¿s large dilated aortic root. The wide-open insufficiency was created during post dilatation with a non-edwards balloon.

Manufacturer narrative:
Correction b1 and f10: b1: added product problem. F10: changed patient code from 1716 to 2348 and added device code 1354. Additional information: a3, d6, h6 and h10. Section h10: the valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) and central regurgitation are potential adverse events associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Per report, the patient¿s large dilated aortic root was perceived to be the root cause of the worsening pvl. The wide-open insufficiency was created during post dilatation with a non-edwards balloon. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
H10: additional information provided confirmed there was no allegation of a malfunction with any edwards devices used. The patient had a dilated aortic root that was thought to have become larger since the first 23mm sapien valve was deployed, which was perceived to be the root cause of the worsening pvl. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, one year and nine months post deployment of a 23mm sapien 3 valve the patient presented with moderate to severe paravalvular leak. The team attempted to post-dilate the valve with a 24mm true balloon, which resulted in wide open aortic insufficiency. The true balloon was reported to have been "cranked... To over 12 atm". A 26mm sapien 3 valve was prepped and deployed within the 23mm sapien 3 valve with good results. A ventricular wire perforation caused the patient to go into tamponade. A widow was preformed, and the patient was reported to have left the operating room in stable condition.